Event description:
It was reported that on (B)(6) 2026, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using a 9f amplatzer trevisio delivery system. The device was inspected upon preparation by the operator and scrub personnel and flushed per IFU, with no damage, kinks, cracks, leaks, or obstructions noted. The device was prepped appropriately, and a wet-to-wet connection was completed before advancement into the sheath, at which time air was noted in the system after the device entered the sheath, with a large amount of air observed at the back end of the loader. The physician was instructed to remove the device, after which the device was reassembled and re-prepped in accordance with the IFU; following re-preparation, no air was present and no abnormal dripping was noted, and the wet-to-wet connection was repeated. Upon advancement of the device into the sheath again, a large amount of air was again observed at the back end of the loader, prompting removal of the device and selection of a new 30-25 mm amplatzer talisman pfo occluder. During preparation of the second device, air was also observed at the back end of the loader; however, the physician disconnected the loader from the sheath and advanced the device from that point, and the second device was successfully deployed. The patient remained hemodynamically stable throughout the procedure, and no clinically significant delay was reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.